Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-08476. This report, 1818910-2013-12994 will be rejected. 1818910-2011-08476 will be kept for investigation purposes.

Event description:
Maude report (B)(4) voluntarily submitted by patient states that s/he was revised to address intermittent pain which caused limping, and for elevated chromium and cobalt levels which caused deterioration of the bone.